Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387-40, lot # 0210439227, implanted: (B)(6) 2015, product type lead; product ID 3387-40, lot # 0210444172, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A consumer¿s wife reported via a manufacturer representative seeing an oor (out of range) message when doing a daily battery check. The consumer met with the representative and electrode impedances were taken with mixed results, including some high impedance values (on c<(>&<)>10, c<(>&<)>11, 8<(>&<)>11, 9<(>&<)>10, 9<(>&<)>11, 10<(>&<)>11) and low impedance (8<(>&<)>9). The first test showed c<(>&<)>10 at 2342 ohms, which was what the consumer was programmed on, and then the second test showed c<(>&<)>10 at 14941 ohms. It was noted that the oor might be intermittent, so at some points the impedance is normal and others it is out of range. The consumer did not report any recent falls. The consumer¿s neurologist had been informed, the neurologist had spoken with the consumer and reported that ¿his pd is controlled.¿ additional information received from the representative reported that electrode combination 8<(>&<)>9 showed a short at implant. The neurologist reported that the consumer was experiencing some facial spasms, and he was assuming this was due to the intermittent stimulation ¿ facial contractions possibly occurring each time the stimulation comes back on. The amplitude on the right brain was reduced by 0.5 ma to attempt to reduce this symptom. The cause was unknown; however, exploratory surgery had been scheduled. The issue was noted as not yet resolved. Additional follow-up is being conducted to determine cause, interventions/actions, and resolution of the reported issue. If received, this event will be updated.

Event description:
Additional information received from the representative reported the devices were discarded at the hospital.

Event description:
Additional information received from the representative reported that after performing a number of troubleshooting steps intraoperatively, it was evident that the extension was causing the out of range impedance readings. The surgeon decided to replace both extensions and the system was working normally, with all impedance readings within normal range. The issue was resolved, the consumer was reprogrammed, and was receiving effective therapy.